Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection of the device found to be in fair physical condition, confirming reported customer complaint. The battery holder assembly noted to be corroded; problem source determined to be unknown.

Event description:
It was reported the device would not turn on. No adverse effects reported.